Event description:
Adverse event(s): "the surgeon noted the injury post-operative" (injury) product problem(s): "stop sign during the case" (device displays error message). The facility biomedical engineer reported a stop sign during the case. Additional information received from the nurse stated, there was a pt injury. The surgeon noted, the injury post-operative. Additional information has been requested on the event and pt status.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4).(B) (4).